Manufacturer narrative:
Complainant name: (B)(6) hospital. Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) clinical study. It was reported that plaque shift occurred. In (B)(6) 2016, coronary angiography revealed a 99% mid stenosis, 0% in-stent restenosis (isr) of the study stent placed in distal right coronary artery (rca). After seven days,coronary artery stenosis was reported. In (B)(6) 2016, the patient was hospitalized for percutaneous coronary intervention (pci). The following day, a 99% stenosis in mid rca was treated with placement of a 3.5 x 32 mm synergy¿ stent. Post deployment, the plaque shifted to both sides of the implanted 3.5 x 32 mm synergy¿ stent. This was further treated with additional placement of 3.5 x 12 mm and 3 x 28 mm synergy¿ stents extending from mid rca to distal rca. Post procedural stenosis was 0% with timi 3 flow. During pci of the rca, an opticross¿ intravascular ultrasound (ivus) was attempted multiple times for the evaluation, but did not pass through location of proximal rca curvature. On the same day, follow-up core-lab angiography findings of distal rca, noted absence of thrombus as well as aneurysm. Core lab also noted absence of isr. Revascularization included remote target vessel revascularization (tvr). After two days, the patient was discharged on dual antiplatelet therapy.